Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the interface pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed interface pcb assembly was further evaluated in the failure analysis center. The cause of the reported issue was determined to be due to a shorted integrated circuit chip, designator u5.

Event description:
The customer reported that their device was unresponsive to several buttons on the main keypad, which includes the charge and shock buttons. This was discovered during testing and there was no report of any patient use associated.